Event description:
A concern was brought up today regarding the look alike appearance of our universal dnr bands and the bard port a cath bracelets given to patients when ports are placed. (In this state, dnr bands are purple.) The patient had received the band from the bard kit that came with the portacath IV port. The event was identified when the patient was in the ICU. Bard recommends that it be worn as an identifier that the patient has a port for central access. No patient harm occurred, but an ICU nurse stated that the port bracelet looked like the dnr band and this could be dangerous if responding to unresponsive patient when action is needed. The port bracelet is purple in the front then gray in on the sides and back and is made of a rubber material. Also brought to our attention are the rubber bracelets to support pancreatic cancer and alzheimer's awareness, which are purple in color. Our facility policy is that patients shall remove all such bands upon admission. However, this process relies on a human factor.